Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured 4,248 units of this code-batch. There are 72 units blocked in our stock. We have received an open sample (unused) with the secondary pack broken and the aluminium pouch (first pack) closed. The paper foil was torn after opening the pack and there are traces of paper in the plastic film. Probably, the secondary pack torn at the paper foil side when opening due to a higher sealing strength applied during the sealing process. Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the defective unit sent, we consider this complaint as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the packaging is not sealed properly and that the glue that sticks the plastic foil is also stuck to the aluminium foil in which the suture is placed. There has been no patient harm. No further information has been provided.